Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, two resolute onyx rx coronary drug eluting stents were implanted to treat a lesion. It was reported that sub acute stent thrombosis occurred within two weeks of implant date. No further patient injury was reported.

Manufacturer narrative:
Incorrect aware date submitted. The correct aware date is the 28th of july 2020. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.